Event description:
Pt reported dropping pump in the water/pump is alarming. Sn (B)(4), maintenance date 10/03/2019. Current rate is 0.052 ml/hr. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.